Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional devices referenced in b5 are captured under separate reports.

Event description:
According to the available information catheter inserted in patient. The balloon leaks, deflates, and the catheter falls out. Incident occurred at least four times (four different catheters). No clinical consequences for the patient. Reinsertion of catheter.